Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock due to oversensed noise. In clinic noise was reproduced in all vectors. It was reported that the day before the inappropriate shock the patient had heard a popping sound near the xyphoid incision when they stretched. There was a concern the xyphoid incision site or the suture sleeve may have been compromised. An invasive procedure was performed. The device pocket was opened and no anomalies were noted. The position of the device appeared to be good. The xyphoid incision was then opened and it was found that the suture sleeve was not attached to the tissue. The sutured sleeve was reattached and the device was slightly repositioned. No additional adverse patient effects were reported.